Event description:
The customer reported the external battery power cord would spark when plugged into an ac receptacle. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician verified there was sparking inside the power cord plug when plugged into ac outlet. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate. The service technician replaced the power cord to address the reported problem. Applicable final testing was performed and passed to operating specifications.